Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00575. It was reported that one of the patient's leads had high impedance on every contact and in turn, patient experienced ineffective therapy. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all leads are being reported as such.